Manufacturer narrative:
Philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed indicated that the patient was on continuous cardiac monitoring on the bedside monitor. The nurse had charted alarm settings and assigned a pager for secondary alerts at the start of the shift. The patient complained of sudden pain and the nurse noticed the bedside monitor was turned off (in standby mode); the monitor was then turned on to get vital-signs. The patient became unresponsive a short time afterwards, resulting in the patient death. Alarm log from the central station (piic) were sent to philips for review. The logs showed that the monitor was being silenced up to 11:37 with no activity after this. The next activity occurred at the time the nurse reported they took the device out of standby at 19:52. Additional logs (starlog) were reviewed by a philips product support engineer (pse). According to the pse, the starlogs indicate the bed (1101) was placed in standby at 19:37:29 and alarms were silenced at the central station (multiple log entries). Alarms were being sounded/paged when the monitor was not in standby. The pse did not see anything in the logs indicating a malfunction. A philips field service engineer (fse) went to the customer site. No additional testing was done, because the equipment was being used to monitor a patient; the department was at full census. The fse witnessed alarm notifications at the central station and could see visual indication of alarms from a hallway view of the bedside monitor. There was no product malfunction. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 at 19:50 hours, a patient death occurred. The device was in use monitoring patients.